Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had random driveline disconnect alarms and their white cable was frayed at the power source connector hub. The system controller was exchanged from the primary to the backup on 26feb2025. It was later communicated that the driveline disconnect alarm was caused by what seemed to be a worn driveline connection. The controller exchange did resolve the alarms. After exchange, the pump ran fine and no alarms reoccurred since the exchange.